Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Low bg cause was not known; however, the customer's mother may have delivered multiple boluses prior to the low. Reportedly, the customer's mother contacted an ambulance and the mother provided honey for the customer to consume to initially address the bg. The customer was subsequently admitted to the emergency room (ER); however, no assistance was needed as the mother provided carbohydrates for the customer to consume to treat the low bg. A system check was performed, and it was found that the settings/personal profiles were changed; however, no additional information was provided pertaining to what was settings/personal profiles were changed. Customer was released from the ER on (B)(6) 2022 with the issue resolved and no permanent damage.